Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer had troubleshooting for bent cannula that had cause the blood glucose to go high. The customer stated that they had no concerns with the insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.